Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break occurred. A 16 x 2.75mm promus elite drug-eluting stent was advanced over guidewire. However, during introduction, the stent delivery system broke at mid-shaft outside the patient. The procedure was completed with another stent of same size. There were no patient complications reported.